Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead would not deploy after insertion into the rv apex. The physician removed the lead and attempted to deploy the helix; however, it would not deploy. A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.